Manufacturer narrative:
Review of planning for the guides confirmed reported event. Corrective and preventative action was initiated by the supplier in response to this event.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Surgical plans are being evaluated by the supplier. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2012. During the procedure, the surgeon found that the pins were incorrect in relation to the pre-operative plan. The surgeon elected to use vanguard instrumentation to complete the procedure, but a delay of more than half an hour occurred.